Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced syncope and presented to the hospital. Upon interrogation, electrograms revealed low impedance on both the right atrial and right ventricular leads; oversensing was observed on both atrial and ventricular channels. The physician suspected lead damage. The pulse generator and the leads were explanted and replaced on (B)(6) 2016. The patient's condition was stable.